Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open after a little black ball had fell out and it was very hard to pull the drawer. A field service engineer (fse) identified that a ball bearing was missing from main half height drawer 3 and replaced the half height drawer, performed diagnostic testing to confirm proper functionality, and no additional issues were observed. The customer successfully tested the half height drawer. Subsequently fse removed the back panel and cleared obstructing material, identifying a broken blue pen as the source of debris and removing all remaining debris from the unit. The customer later reported an issue with half height cubie drawer 2.1, removed the cubie pockets, reseated the row tray connections, reassembled the device, and rebooted the system. The customer successfully tested the half height drawer without any issues and was informed about a missing 1x2 half height cubie pocket. No further issues were identified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to open after a little black ball had fell out and it was very hard to pull the drawer. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.